Event description:
It was reported that a pt had the two cannulas and one valve of the lifesite explanted and exchanged due to skin erosion and bleeding at the surgical wound sites. The pt had gone swimming prior to the healing of the surgical wounds after the device was implanted.